Event description:
Pt's sorts was in the shape of a "c" with another MFR's graft implanted that had migrated halfway down the "c". The renu converter was inserted and deployed without incident. During the attempted removal of the delivery system the physician was unable to recapture the top cap. The dilator was unable to be advanced despite repeated attempts and rotation of the dilator. It is possible the dilator was getting caught on the graft due to the neck angulation. The physician also tried to pull the top cap down to meet the dilator, but it also caught on the graft and was unable to be pulled down. The physician removed the pink hub from the cannula and pulled the dilator off of the cannula. A balloon catheter was sent up the sheath and inflated in the top cap. The balloon was able to pull the top cap down. An iliac leg graft and occluder were placed without incident. The final angiogram noted a large proximal type I endoleak. Rather than attempt to resolve the leak, the physician elected to convert the procedure to an open surgical repair. The pt's current condition is unk.